Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2012. Revision of knee components - reason not reported.

Event description:
It was reported that a patient experienced knee revision surgery to tibial loosening. There is no additional information about the patient or event provided. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00199.

Manufacturer narrative:
The complaint products were not received for analysis. The condition of tibial loosening was not confirmed. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The company is not aware of any other complaint reports involving a part from these manufacturing lots. A review of the device history record showed that the named devices were accepted with conformance to the device requirements. Therefore, this issue does not appear to be manufacturing-related. The most likely cause of the revision reported was aseptic tibial loosening due to micromotion of the tibial components; however, this cannot be confirmed as the devices were not returned and there is not adequate event or patient clinical information. In a review of labeling - device specific risks - fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. All patients should be instructed on the limitations of the prosthesis, the patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. It is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. This device is used for treatment not diagnosis. No additional information has been provided about the event or patient. Information has been requested, not provided.